Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote es balloon was advanced for dilation. However, during the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.